Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, the tip of an ophthalmic forceps broke off inside the vitreous body of the eye and the physician was able to remove the broken pieces in same surgery. The surgery was completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaints associated with it but the lot number does not exceed the minimum threshold. The investigation is concluded based on the sample evaluation outlined below. The returned sample included the instrument packed in its inner and outer blister, covered with the tyvek lid foil showing the batch information as well as a broken off grasping arm in a separate zip-lock bag. The sample evidently shows macroscopic signs of damage, namely that one of the forceps arms is broken off. There are no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope under various magnifications. The fractured surface on the stub does not show any abnormalities that would indicate a root cause for the breakage. The situation in which the malfunction occurred can no longer be reconstructed, nor can the strain put on the device be determined. Therefore, the customer¿s complaint is confirmed, but the root cause cannot be identified by this investigation. Since the situation that lead to the damage can not be reconstructed, a root cause for the product defect cannot be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).